Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was observed to have blood ingression. The analyst noted no insulation breaches on the distal segment returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture, exit block and insulation damage. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.